Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump exchange from hmii to hm3 was done due to an infection. Mycobacterium abscessus and (B)(6) were found at the exit site and driveline.

Event description:
The patient was admitted for bacterial driveline infection on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was on antibiotics at the time of pump exchange, and was continued on medication until symptoms went away.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section e: the initial reporter was the distributor. This event occurred at (B)(6) hospital in (B)(6) japan. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), did not identify any issues that would have contributed to the reported infection. A specific cause for the report of infection at the exit site and driveline could not be conclusively determined through this evaluation. It was reported that the patient underwent a pump exchange from hm ii to hm 3 due to infection. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines care instructions in reference to preventing infection, including exit site treatment. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection, including how to care for the driveline and driveline exit site. Incidental findings: loose blood was noted in the outlet housing and on the silicone surrounding the electrical lead connections to the terminals of the motor capsule, and the driveline potting in the outlet housing appeared opaque and amber-colored with a mildly flakey texture. A specific cause for these findings could not be conclusively determined through this evaluation, and a direct correlation between these findings and the reported events could not be conclusively established. No further information was provided. The manufacturer is closing the file on this event.